Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.0.2. Operating system: 18.6. Hardware: iphone14.7. Cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient was wearing pod on the arm for over 48 hours, and blood glucose was below 70 mg/dl per spouse's statement. Additionally, the spouse reported issues on managing alerts on the omnipod app, specifically pod expiration and missing glucose values. The patient's spouse reported the patient with symptoms of shivering, coughing and difficulty breathing so medical attention was sought. During the emergency room visit, the patient received a breathing treatment, bloodwork and a chest x-ray. The patient was hospitalized for six days, and the diagnosis was pneumococcal pneumonia and rhinovirus.